Manufacturer narrative:
B3: estimated based on gfe response from sales representative. D2b: additional pro code selection that applies to the indication of this device - <qrb>. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6) batch: 5002375 UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs patient underwent the procedure due to leads migration, as a consequence, the patient was not getting adequate stimulation for the pain areas. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads were disposed by the facility and will not be returned for analysis. Postoperatively, the patient was recovering well and expressed satisfaction at resuming therapy.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device <qrb>. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.